Event description:
It was reported that the patient received a shock due to 60 cycle interference noted on egms that day. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0185, boston scientific lead, implanted (B)(6) 2014; 4517, boston scientific lead, implanted (B)(6) 2014; 4473, boston scientific lead, implanted (B)(6) 2014. (B)(4).